Manufacturer narrative:
Submit date: 7/15/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer states the syringe has a free-floating shard of plastic inside the barrel.

Manufacturer narrative:
A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. The actual sample(s) involved in the complaint event was received for evaluation. The manufacturing site received one unpackaged sample with this customer report. The syringe sample contained a small amount of a milky colored liquid inside the syringe and there was a beige colored cap attached to the luer tip of the barrel. A complete investigation was performed. Visual inspection to the quality inspection standard was conducted. A one inch piece of plastic from a syringe barrel finger flange was identified inside the syringe barrel. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. Determination of the root cause of shard of free-floating plastic inside the barrel is hypothetical in nature due to the removal of the silicone from the rubber tip and exposure of plunger to the environment after removal from the syringe barrel i.d. Potential contributing factors to contamination inside the syringe barrel include, but are not limited to: - poor cleaning of the assembly equipment. - excessive flash and gate strings on molded components resulting in additional plastic dust being generated during component transport through the manufacturing process. The following control mechanisms are in place to prevent the occurrence and acceptance of contaminates in product by the assembly and packaging equipment. Medtronic maintains material verification processes. The resin and rubber tips must pass an inspection and certification review before they are released to manufacturing for production. Procedures and work instructions exist for the proper handling and verification of components and the operation of the syringe assembly and packaging machines. Gowning and personal protective equipment requirements are defined for the manufacturing areas. Personnel are trained and certified in the operation, cleaning and maintenance of the molding, assembly and packaging equipment, product evaluation and documentation requirements. The manufacture of the molded components is conducted within a validated process. The critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications. Specifications exist for allowable gate string and flash on molded components. Preventive maintenance requirements are defined for the molding tools to ensure process capability is maintained. The coating of the rubber tip with silicone is conducted in a validated process. Incomplete coating of the rubber tip results in non-assembly of the rubber tip into the syringe barrel i.d. Periodic requirements are established for the cleaning and maintenance of the rubber tip coating tumblers. During production, the processing equipment is checked regularly to verify that the detection systems are functioning properly. Immediately prior to the introduction of barrel lubricant and the rubber tip to the barrel i.d., the barrel i.d. Is clean to ensure no fine particulate is present. Periodic requirements for equipment cleaning maintenance are defined and documented. During manufacturing, associates visually inspect syringe assemblies to the quality inspection standard. A lot cannot be released unless it passes specification requirements. Based on the existing controls and the complaint history review, additional correction or containment activities are not warranted at this time. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time.